Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was on monday the patient was in the hospital for and they went to do an MRI. The facility took the patient's device and put it into MRI mode and it was turned off but 3 to 4 minutes into the MRI they started receiving a shocking sensation and the device got real hot. Patient was in a lot of pain and they had to stop the MRI. The device was working fine now. Pt claimed MRI facility followed protocols for their ins device from the manufacturer. The patient was redirected to their healthcare provider to further address the issue.